Event description:
Event: patient death. Event narrative: in 2002 the patient was reported to be symptomatic with a dissected aortic aneurysm and was implanted in 2002 with a bifurcated graft. The case was uneventful except for a minimal type I endoleak which was attempted to be resolved with ballooning. Ballooning was done to profile and at very low athmospheres. The patient left the operating room in stable condition. 3 days later, the patient did not feel well and a CT scan was ordered. The CT scan demonstrated a channel of contrast escaping around the superior neck on the anterior side. Standard open repair was performed. The patient was reported to have an angulated neck and friable tissue which did not hold the sutures and aorta that tore when clamped. The patient expired on friday morning.